Event description:
Per customer care representative documentation: customer was rushed to the hospital because it took meter 45 minutes to read. Meter kept flashing "cta". When customer got to the hospital, customer was at the high 400's. Customer care representative was unable to resolve issue while on the phone.